Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-05982. It was reported that two right ventricular leads were capped and replaced on 6 may 1996 and 6 jan 2020. Reason for the procedures was not documented. The two leads were then later explanted on 11 jan 2021 due to an elective upgrade procedure. No patient symptoms or condition after the procedures were reported.